Manufacturer narrative:
Complete information = 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer of the potential reliability issue with the alinity ci-series level sensor and that abbott has redesigned the part to improve the reliability. Abbott recommends that once the redesigned part is available, the customer should replace the level sensor on all alinity ci systems. The letter also informs the customer that they may continue to run the system using the level sensor (ln04s68-02) until the redesigned level sensor (ln04s68-03) replacement part is available. Until the part is replaced the customer was instructed to inspect the alinity ci-series level sensor weekly. The customer was also provided troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed error code 1402 unable to process test. Activated read failure on the alinity I processing module. After inspection of the instrument it was noted that joint between inlet and outlet tubing for the trigger solution level sensor had a crack. The customer replaced level sensor. There was no reported impact to patient management.

Manufacturer narrative:
This follow-up MDR is being submitted as the product correction letter has been updated. An updated product correction letter was issued to inform the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: 1) inspect the part for cracks prior to installation 2) continue to follow the weekly maintenance procedure after installation.